Event description:
The surgeon performed a right si joint fusion by placing three ifuse implants on (B)(6) 2010. A post-operative CT scan showed that all three implants were quite proud with respect to the lateral cortex of the ilium. The surgeon immediately performed a revision surgery on the same day to remove the proximal implant and replace it with an implant that was 5 mm shorter, impacting it fully. The surgeon felt that the original implant had the possibility of broaching the ventral cortex if it were seated fully. The second and third implants were seated fully (advanced approx 10 mm). The surgeon felt that the pt's size contributed to the need for revision because he could not feel the implants and the lateral ilium. The surgeon felt that if he had been able to feel the implants he would have known that they were too proud. The pt did well after surgery. He has less pelvis and buttock pain. He has no residual lower extremity symptoms of numbness, tingling, or pain.

Manufacturer narrative:
The pt had no neurologic findings and no new pain or neurologic complaints associated with the implants being too proud. The revision surgery was performed to optimize stability of the construct and to optimize fusion of the si joint. The based upon the complaint info and investigation, as well as review of the surgeon training manual and (B)(4), the most probable root cause is improper placement of the implant. Late reporting of this adverse is addressed under CAPA# (B)(4).